Event description:
It was reported that noise was observed on the right atrial lead via merlin.net transmission. No intervention had been reported. The medical condition of the patient was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.